Event description:
It was reported that the tips of the device broke inside of the patient. It was reported that the tip broke while using the resectoscope. The tips were recovered and sent in.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.the cutting loop was visually inspected for damages, and the distal cutting tip has broken off of the instrument. A deep scratch was also seen on the shaft of the cutting loop. Unable to function test the cutting loop due to the broken tip. The probable root causes could be handling during setup, or damaged during shipping. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tips of the device broke inside of the patient. It was reported that the tip broke while using the resectoscope. The tips were recovered and sent in.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.